Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thorascopic lobectomy. While cutting the lung tissue, the device was not able to fire. The surgeon could not squeeze the handles and it was unknown if he could press the green firing button. The case was completed using a new device. No patient injury.